Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3 and h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a striated edge opening assessed as surgical damage additional observations: no other observation observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side deflation. The device has been explanted and replaced.